Manufacturer narrative:
Report source: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from distributor, healthcare provider (hcp) via a manufacturer representative regarding an event happened during intra-op of the reported product. The procedure or technique performed was vertebral spinal treatment. It was reported that, during the surgical procedure when picking up the screw placement key, the screw fitting part was loose, making its use impossible. The key which has looseness is the component of reported driver that is held by a pin. The key was not used in the procedure because it was broken. When the doctor took the key, it was noticed that the tip of it was loose and that something had broken. Therefore surgeon cannot use this key. There were no patient symptoms or complications reported. There was no additional treatment or surgery performed as a result of this event. No further complications reported.

Manufacturer narrative:
H3: product analysis of part#7480113 ; lot# sw19l022 analysis summary: visual and optical examination identified that the tip of the center shaft has broken at the weld where it meets the main portion of the shaft. There are no obvious signs of defect in the weld. This type of damage is consistent with torsional overload. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.